Manufacturer narrative:
The product was not returned for evaluation. Lot/serial number was not provided to perform a DHR review. The complaint is unconfirmed. No root cause analysis is possible.

Event description:
A materials coordinator reported that a (B)(6) male patient¿s head slipped using an a1114 mayfield infinity skull clamp during an unspecified case. There was no patient injury reported. There was a delay in surgery of approximately five minutes. Additional information has been requested.